Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2007. The lens was explanted in 2008, due to the pt having developed a cataract. The lens was replaced. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.